Manufacturer narrative:
UDI#: (B)(4).

Event description:
It was reported a revision surgery was performed due to one of the reflection screws being too long and irritating the ischiatic nerve. The cup liner was removed as well as the femoral head and the reflection screws for the cup.

Manufacturer narrative:
.